Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a leak at the upper part of the venous hub that connects to the dialyze line. It was stated that, at the start of the patient's dialysis session, a small central venous catheter disruption in the upper part of the venous hub occurred. They immediately interrupted the dialysis in an interval of less than 30 seconds. Upon observing, together with the doctor on call they decided to put a titanium adapter so that the patient could at least dialyze until vascular evaluation for probable exchange. The catheter was changed after the dialysis was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.appropriate. If information is provided in the future, a supplemental report will be issued.